Manufacturer narrative:
A device history record (DHR) review was conducted for the reported serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that during an acessa procedure on (B)(6) 2025, the physician reported that the system showed an error on the screen as instrument failure. The unit was reset and unplugged but this could not resolve the issue. Procedure was aborted at this point. Trocars had been already placed on the patient. The console was returned for investigation and to test for this failure, the console was powered on and all accessories were connected to perform the ablation and coagulation tests. The console was powered on and the functional tests were performed three separate times to check for intermittence. Here, it was observed that the console functioned as intended during the ablation and coagulation tests after each power cycle. Hence, the failure mode reported by the customer was not replicated during investigation. An external visual inspection was conducted and there were no signs of damages or misuse present on the console.